Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the tube clamp to the roller pump would not open properly. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.